Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to excessive motor error alarms.

Event description:
The customer reported that the insulin pump was malfunctioning. The blood glucose reading was 122mg/dl. The customer stated that he attempted to deliver a bolus, but he did see the bolus delivery screen with 0.0 units. Days later, the customer called back and stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.